Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states the pump was damaged at the battery compartment. The customer was currently in the hospital for highs. The customer's blood glucose level at the time of incident was 468mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer had been off the pump for greater than 48 hours prior to hospitalization. The customer was unable to troubleshoot for the highs due to pump battery being dead and unable to charge. The customer states they would be checking for newer pump.